Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss.

Manufacturer narrative:
Com (B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be the transmitter and app were unable to complete a data transfer. No additional event information is available.